Event description:
It was reported two hours post 6f angio-seal deployment following a percutaneous coronary intervention, the patient experienced retroperitoneal bleeding. The patient's blood pressure dropped to 50 hmg systolic and had no palpable pulse. The ptient recieved blood transfusions and other medications and within 24 hours was reported to be fine and soon to be discharged.